Event description:
The customer reported that the device started to work without the button being pressed. The patient was slightly burned on the belly. The burn was treated with a tulle gras dressing.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.